Manufacturer narrative:
Evaluation: one catheter and one brown luer lock connector were returned. The returned catheter was visually inspected. It was observed that the distal extension line appeared to be cut approximately 4-1/2 cm from the y-connector hub; therefore, the connection between the connector and the extension line cannot be evaluated. However, the brown luer lock connector was examined and there was no evidence of the extension line within the connector. Both the distal and proximal luer lock connectors were pulled with extensive force. The extension line appeared to stretch, but the luer lock connectors did not separate from the extension lines. Quality assurance performs a pull test on all extension lines to test the bond strength of the molded pieces. A device history record trace was completed with no relevant findings. The reported complaint of "distal hub separated from catheter" was confirmed. The potential cause appears to be a manufacturing-related issue.

Event description:
It was reported by the clinician, that while removing the catheter, the distal hub separated from the catheter. There were no reported patient complications as a result of this occurrence. Update of 06/27/07: according to the user, the hub came off after insertion while trying to connect the IV.